Event description:
It was reported that the catheter from a thal-quick chest tube set separated. After the device was placed, the catheter was "twisting a lot". Later, the catheter became stuck in the bed and completely broke off. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) #: exempt. H3: device evaluated by mfg? Device evaluation is anticipated but has not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that the catheter from a thal-quick chest tube set separated. After placement, the drain was fixed to the patient with stitches, wound film and a drain anchoring device. The patient moved a lot, and the drain tube spun during patient activity. The device broke when it got stuck in connection with the patient moving in bed. The drain was in place for 12 days before it broke. It is thought that the remaining portion of the device was removed per routine. The drain required replacement after the failure. No other adverse effects were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used chest tube was received by cook for evaluation. The chest tube was separated 6.5cm from the conical adapter. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no nonconformances. A complaint history search identified no additional complaints for this failure. Cook also reviewed the product labeling, including the instructions for use (IFU) titled "c_t_thal_rev11". The user followed all relevant instructions in the IFU related to this failure. Based on the dmr, DHR, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause of the event to be unintended user error. The customer stated the patient was active. The chest tube twisted and broke after becoming stuck on the bed. It is likely that the activity level and excessive tension on the tubing resulted in the separation. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. As reported, the drain was fixed to the patient with stitches, wound film and a drain anchoring device. The patient moved a lot, and the drain tube spun during patient activity. The device broke when it got stuck in connection with the patient moving in bed. The drain was in place for 12 days before it broke. It is thought that the remaining portion of the device was removed per routine. The drain required replacement after the failure.